Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device is an instrument and is not implanted/explanted.

Event description:
During a procedure to address a distal radius fracture, a drill bit broke while the surgeon was drilling through the dorsal side and hit the plate on the other side. The broken piece of the drill bit was retrieved. There was less than a five minute delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. The drill bit is made from heat treated 440b stainless steel, a standard material for drill bits. Considering that the complaint description indicates the drill collided with the plate from the other side, the common usage of 440b in drill bits and the low rate of occurrence, it is unlikely that the design of the drill was a contributing factor in this failure. As such, this complaint is determined to be invalid from a design perspective.

Manufacturer narrative:
(B)(4)